Event description:
It was reported that the catheter was used in a procedure after the use-by-date. The status of the catheter is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).